Event description:
It was reported that the customer had been hospitalized with high blood sugars and the doctor believes the problem is with the pump. Troubleshooting indicated the device was functioning properly. Customer had been using a small area as the insertion site for over two years and the doctor had told customer there was scar tissue. Advised of other insertion areas and sent a site chart.